Event description:
I have been finding debris in contact lens replacement containers. Today I found what appears to be a metal thread in the solution. The solution is supposed to be "sterile." Contact lenses have been more uncomfortable in recent months and seem to degrade quicker. But I am more concerned about the foreign bodies I have been finding with my new lenses. The maker is johnson and johnson. The lens is acuvue oasys. They are made in (B)(4) apparently. No therapy. Normal use of contact lens.